Event description:
It was reported that cassette had a hair between the balloon and the casing. The issue was found inside the cleanroom cabinet at the manufacturing facility. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3/h6: one unit was received, and two pictures were attached to the complaint. A particle was detected in the picture attached to the complaint. The sample returned, part number 21-7302-24, lot 4372065 was received used, in a plastic bag. During visual inspection of the device, a particle was detected between the medication bag and the housing. The investigation confirmed the customer reported issue. A device history review was performed, and no non-conformances or deviations related to the failure reported were found.